Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports he is no longer receiving effective stimulation. The patient states the stimulation was initially effective, however; the pain has increased to the point where the scs system is no longer providing relief. In addition the patient needs an MRI due to unrelated health issue. Surgical intervention may be pending to address this issue.